Event description:
It was reported that there was an allegedly leak detected in the balloon of the gastric band, on a fold line. No other details were supplied.

Manufacturer narrative:
Info anticipated, but unavailable at this time.